Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that the cobas® ampliprep/cobas® taqman® hiv-1 test, v2.0 assay performed within specifications. A review of the data provided confirmed that roche controls were in line with quality control release data, and no product issue was identified. The target not detected (tnd) result could potentially be attributed to the patient being on treatment or a low-level sample. The investigation was limited by the unavailability of information regarding the non-roche resistance determination test, as well as additional patient history and treatment details. The investigation did not identify a product problem.

Event description:
The initial reporter alleged a result discrepancy when testing a patient sample with the cobas® ampliprep/cobas® taqman® hiv-1 test, v2.0 assay and an unknown resistance determination test. The customer tested the sample using the cobas® ampliprep/cobas® taqman® hiv-1 test, v2.0 assay on (B)(6) 2020, which generated a target not detected (tnd) result for sample ID: (B)(6). The same sample was then tested using an unknown resistance determination test, which generated a positive result for hiv-1 subtype c. Subsequently, the original sample was retested using the cobas® ampliprep/cobas® taqman® hiv-1 test, v2.0 assay on (B)(6) 2020, which again resulted in a tnd result. However, this run was invalid due to an invalid lpc (low positive control).